Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during endoscopic radical resection of rectum surgery, when severing rectal tissue, after fired, noted some staples malformed . Donuts weren't complete, washer was cut off .changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.